Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# unknown, implanted: (B)(6) 2103, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 4.6 cm from the distal end.

Event description:
It was reported there were high impedances. The cause of the high impedance was not determined. No falls or traumas were noted, but the physician indicated the patient was ¿really thin.¿ impedances were measured to be greater than 4,000 ohms and the patient experienced less than 50% therapy relief. As a result, a replacement of the lead was required. Following the replacement, the impedances were ¿ok¿ and the patient was feeling stimulation. A follow up report will be sent if additional information is received.